Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 519 mg/dl and 44 mg/dl. The customer treated high blood glucose with manual injection and bolus and low blood glucose with milk and glucose tablets. Customer reports they did receive a sensor updating and calibration not accepted alerts. The insulin pump will not be returned for analysis.